Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02760. It was reported the patient's procedure on (B)(6) 2018 was abandoned due to the physician was unable to implant the leads due to patient anatomy, scar tissue, and a fusion from t8 to l3. The physician was aware the patient had a fusion, but wanted to attempt the procedure.